Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Product problem patient medical history. Per medical records reviewed, approximately 2 years after the implantation of a 26mm sapien 3 (s3) valve in the native aortic valve, the patient required colectomy with ileostomy. Shortly after that the patient presented to the hospital with bacteremia with streptococcus viridans and chf and was treated for 10 days with IV antibiotics. A dental evaluation was done and was negative. During this admission the mitral valve gradient was up to 16mmhg with significant shortness of breath and chf symptoms. The patient was optimized in the hospital and cleared by the ID team for operation. The patient did not want to be on lifelong anti-coagulation medication. The patient has history of early leaflet thrombosis of the s3 valve post-tavr at the 1 year follow up visit, which had improved after treatment with coumadin. Due to the patient¿s age it was thought best to explore the s3 valve during the mitral valve replacement (mvr) procedure. Per the surgeon¿s findings there was extreme calcification of the mitral valve; the mitral valve was excised. Upon exploration of the aortic valve, it was found that the s3 leaflets were very thickened. There was debris all over the stent portion of the s3 valve that was sitting within the right coronary aspect of the annulus. This was growing into the aortic wall and across the aortic root. The s3 valve appeared to be oversized. The patient had a small aortic annulus, which was actually sized to a 21mm annulus. The 26mm s3 valve was explanted and replaced with a 23mm edwards inspiris valve. A 27mm edwards surgical valve was implanted in the mitral position. At the end of the procedures the patient was hemodynamically stable. The hospital course was complicated with acute pulmonary insufficiency, acute onset of ICU delirium and post op hypotension with slow inotrope pressor wean. The patient¿s condition improved and was deemed suitable for discharge home on post-operative day 8. Per the instructions for use, thickening of valve leaflets is a potential risk associated with bioprosthetic heart valves. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, micro-thrombi, and/or inherent metabolic disorders. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). It may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by a reduction in valve area, an increased gradient across the valve, or reduction in leaflet movement. In this case, the cause of the reported leaflet thickening cannot be determined, but it may have been related to progression of the patient's underlying disease processes and comorbidities (history of thrombosis and recent bacteremia). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). The investigation is ongoing.

Event description:
As reported by implant patient registry through receipt of the patient implant card a 26 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. It was reported the valve was explanted two years later. The cause of the explant is unknown, additional information is not available at this time.